Event description:
Emergency medical technicians responded to a homecare patient in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes, would not display the patient's ECG and would not analyze the patient's rhythm. The reporter then visually inspected the therapy cable connection and observed that the connector ring was broken and would not completely seat in the therapy connector. The therapy cable connector was held in by hand and the reporter observed asystole on the display then the analyze button was pressed and the device returned a no shock advised decision. The patient was transferred to the hospital ER and paitent outcome is unknown.